Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that there is air bubbles in the tubing. The customer was advised rewind pump, reinsert reservoir into pum nad run manual prime to at least 5.0 units. Customer stated the pump did not alarm no deliverty. The customer was advised that pump is working as designed. The customer reported via phone call indicating that he had air bubbles anomaly. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that the air bubbles is in reservoir. The customer was advised that sending out a tubing clamp for patient to call back and torubleshoot when air bubbles reappear.